Manufacturer narrative:
The device was received and evaluated. No failure was detected.

Event description:
Customer was driving the scooter on a sidewalk and went over a crack when the scooter tipped over. Customer possible dr visit for something else will get it looked at.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.

Event description:
Customer was driving the scooter on a sidewalk and went over a crack when the scooter tipped over. Customer possible dr visit for something else will get it looked at.